Manufacturer narrative:
The device was not returned for evaluation. Production record and similar complaint handling system reviews could not be conducted because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The patient effects of pain and pseudoaneurysm are listed in the electronic prostyle instructions for use (eifu), as possible adverse events of use of the device. A conclusive cause for the reported patient effects of pain, serious injury/illness/impairment and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B2 - outcomes attributed to ae - updated.

Manufacturer narrative:
D4: UDI is unknown as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of two puncture sites in the right common femoral vein using prostyle devices after an 18mm amplatzer amulet left atrial appendage occluder was successfully implanted with a 12f amplatzer amulet delivery sheath was completed on (B)(6) 2024. The patient returned to the emergency room on (B)(6) 2024 reporting right groin pain due to a partially thrombosed pseudoaneurysm. No intervention or change in current anticoagulation regimen was completed. No additional information was provided.